Event description:
It was reported that the case was an elective peripheral angioplasty due to peripheral vascular disease. The armada 35 balloon catheter was prepped without issue. A 6f non-abbott sheath was inserted antegrade. The patient had coralline (resembling coral) plaque in the mid superficial femoral artery (sfa). The armada 35 was inflated to nominal and the balloon ruptured. Upon retrieval of the device, it would not come back through the sheath. Negative pressure was applied but it still would not come back through the sheath. The device was pulled quite firmly and the balloon tip separated from the catheter and the catheter came out through the sheath. A cut down was performed on the proximal sfa and the device was retrieved. There was plaque inside the balloon. This extended the procedure time significantly. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted that the instructions for use states: do not advance the armada 35 pta catheter against significant resistance.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.